Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are three medical device reports associated with this event. This report is associated with third patient. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced corneal edema and had trace cell in the anterior chamber. Patient was diagnosed with endophthalmitis. Vitrectomy and anterior chamber wash was performed. Post operation steroids, antibiotic and nsaids were prescribed to the patient.